Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report low blood glucose levels. The customer's blood glucose levels ranged from 50 to 70 mg/dl. The customer treated with food. The customer was unable to troubleshoot or provide further details because he was driving. The product was not replaced or returned.